Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was alarming critically sine (B)(6) 2011. On interrogation, the pump event logs showed several messages "motor stall occurred" and "motor stall recovery occurred" during the last 3 days. The pump was scheduled to be replaced on (B)(6) 2011, "because of the weaning risk". It was later reported on (B)(4) 2011 that the pump was replaced. Drug delivered via the pump was lioresal 360ug/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.